Manufacturer narrative:
Name: abbvie inc, street: 1 north waukegan road, city: north chicago, state: il, zip code: 60064. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that patient experienced connection issue event as the infusion set was hard to remove the sticker from the skin and patient experience pains to connect the device